Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® serum, an unspecified number of tubes are experiencing tube push off resulting in insufficient sample collection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 10-nov-2025 bd received 20 samples for investigation, and a total of 20 were used for functional tests to assess low or no draw. All samples were found to be within specification, and no tube push off was observed. Additionally, 20 retained samples underwent functional tests for low or no draw, with all retained samples meeting specification. No tube push off was observed in the retained samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: underfill and tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® serum, an unspecified number of tubes are experiencing tube push off resulting in insufficient sample collection. No adverse impact was reported regarding the patient or user.